Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing lead impedance measurement of greater than 2,000 ohms which was detected via the remote patient monitoring system. Additional information indicated that the cause of the impedance issue was not conclusively determined. This rv lead was surgically abandoned in the patient. The device was also explanted and replaced with a competitor product. No additional adverse patient effects were reported.